Manufacturer narrative:
Additional information was received that their was a use error as the software was not configured after compact flash card was replaced on prior service. Ventilation continued and the device alarmed notifying user of reported condition. No reported patient injury.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had an error that results in a loss of ventilation. There was no report of patient involvement.